Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a fungal irritation on his chest. The patient confirmed that he has a history of fungal irritations. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a powder prescribed by his physician. Follow up with the patient indicated that the powder helped the skin irritation to improve.